Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had two overdoses within two week and took two months of recovery afterwards. The patient was very scared of overdosing again as the healthcare provider (hcp) had complete control so all medical medication from the pump was stopped. The patient wanted the pump taken out but it took 6 months before the pump was removed. It was noted that there had been one canceled removal. During that time the patient was only given 3 norco a day which was not enough to help with the pain. It was noted there are many side effects with the pump. The patient was left without pain medicine and limited oral medication. It was mentioned that the pump would not cover arm if your back also hurts. The patient hopes to get in shape and have more pain control.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing unknown medications at unknown doses and concentrations. The indication for use was spinal pain. On 2017-jan-18, it was reported that the patient experienced consecutive overdoses in (B)(6) 2016 the overdoses occurred after changing from one medication combination to another combination. On (B)(6) 2016, the patient had the healthcare provider refill the pump with saline. The patient was given 3 oral norco tablets per day which the patient thought was terrible, and continued to take 10-325 norco tablets. The patient wanted to have the pump removed, but her upcoming surgeries were cancelled and she was unable to find a different hcp to perform the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.